Event description:
It was reported that 30 minutes after the graft was sewn up, the blood flow was found to be very slow. An ultrasound examination was performed and a thrombus was found inside the graft. The graft was explanted and a new one was implanted. The new graft is functioning properly.